Manufacturer narrative:
Investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of sensor stuck at 2500 ml per volume and cassette no attached properly was duplicated during testing with down stream occlusion pressure check along with event log revealing cassette not attached properly. This was isolated to electrical open circuit of the dso. Action was taken to replace the dso circuit. Device overall condition was very good. Updated no patient involvement.

Event description:
Device evaluation completed and summarized.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 down steam occlusion sensor stuck @ 2500mv., cassette not attached properly. No patient adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated by analysts. The dso had an open electrical circuit which caused the issue. The dso sensor was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.